Event description:
It was reported by the customer that during a wisdom tooth removal procedure; while drilling the second tooth, the bur guard caused a burn to the pt's lip. The customer reported the burn blistered up and was approx the size of a small eraser; bacitracin was applied to the burn, no further treatment was given to the pt.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the eval, the tech noted bad bearings. The handpiece was repaired and returned to the customer.